Event description:
During removal of the fast-cath hemostasis introducer, the introducer separated. The user was able to retrieve the detached portion of the deivce with a forceps. No intervention was required and the procedure was completed without further incident.